Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850.

Event description:
During preparation of the cement mixture, the monomer liquid would not dispense from the pouch and would not enter into the cylinder. There was no delay in procedure and no patient injury.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to not be reportable as there are no allegations of failure against the product. The initial report was submitted in error and should be voided.